Event description:
An implant record was received reporting that a patient underwent full revision of their vns due to low vns battery and high impedance. No other relevant information has been received to date.